Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that during stenting of the marginal of the circumflex artery, that presented with ostium stenosis and distal stenosis, the physician attempted to position the multi-link mini vision stent delivery system (sds). The sds failed to cross the lesion due extreme calcification. During advancement, a kink occurred in the sds and the hypotube fissured. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).